Event description:
The lay user/patient contacted lifescan in april 2006 alleging that her one touch ultrasmart meter would not power on. The patient reported that her friend treated with a glucose tablet after she lost consciousness. The patient was unable/unwilling to indicate if she attempted to test before, during, of after experiencing loss of consciousness. The patient went to the ER for "other issues". She was advised to test three times daily. The patient has had six surgeries since january 2006. The patient also mentioned that her "kidney's are not doing too well". The patient does not feel that the meter caused any issues. The customer care advocate verified that the patient was using the correct type of test strips. The patient did not have the meter in her possession at the time of the call and was unable to go through troubleshooting. The meter, test strips, and control solution were replaced. It would have been helpful to know how long the patient had been unable to test, when she lost consciousness, her medication regimen, testing frequency, why she went to the ER and if she had recently replaced the battery. This complaint is being reported due to the following conclusion: the patient alleged that the meter would not power on, lost consciousness, and required glucose treatment.